Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the product is linting. The customer further reports an on going issue of gauze shredding all over the sterile field.